Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of death was reported as (B)(6) 2025 in the initial medwatch report, however there was no patient death for this event. This supplemental report is to correct the previous report. The device was returned to the service facility for evaluation. During evaluation, the reported issue of bad picture was unconfirmed. The device was tested and displayed an image correctly. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported bad picture. No further information was provided.